Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect investigation conclusion.